Manufacturer narrative:
A ge service rep performed an on site investigation. The fse adjusted the ps1 power supply to read 5.15vdc for optimal performance. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.